Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The (B)(4) stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca) to posterior descending artery of the rca and arteriovenous of rca. After pre-dilation using a balloon catheter, a 2.50mmx38mm synergy(tm) drug-eluting stent was advanced for treatment, however the stent stopped advancing when it was inserted into the proximal tortuous lesion. The device was advanced several time but was unable to cross the lesion. The device was removed from the patient; however it was noted that a part of the stent was found to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion. A visual and tactile examination of the hypotube profile found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca) to posterior descending artery of the rca and arteriovenous of rca. After pre-dilation using a balloon catheter, a 2.50mmx38mm synergy¿ drug-eluting stent was advanced for treatment, however the stent stopped advancing when it was inserted into the proximal tortuous lesion. The device was advanced several time but was unable to cross the lesion. The device was removed from the patient; however it was noted that a part of the stent was found to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.